Manufacturer narrative:
Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017 and the fluid deficit rose to 2500ml. The physician aborted the procedure. The patient was admitted into the hospital overnight the electrolyte levels were being monitored. The patient was discharged the following day. There was no other intervention required.